Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a torque indicating wrench broke off during final tightening within surgery. The tip was removed and the procedure was completed using an alternative wrench. There were no reported patient impacts.

Manufacturer narrative:
The returned torque wrench was evaluated. The tip has fractured off. The cause cannot be determined since the torque output cannot be verified due to the tip being fractured. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.